Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The mechanical, imaging, navigation and safety passed the system checkout. The system was found to be fully functional. The rep could not reproduce the issue with the screen. The most likely cause was due to the heat in the or after 6 hours of surgery. Further engineering review found that another potential cause may be an underlying issue with the ups, ups batteries, or mvs power board.

Event description:
A site representative reported that during a spine procedure, the mobile view station (mvs) screen unexpectedly shut down causing a 15 minute delay. There was no impact to the outcome of the patient.

Manufacturer narrative:
A software investigation was completed but was unable to determine probable cause without further information. A medtronic representative, following up with the site, opted to reloaded the imaging software. Testing of the imaging system found no problems with the imaging system hardware; no problem was detected. No further issues reported.